Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced battery depleted set, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: a battery depleted alarm was discovered and confirmed in the device event history by baxter. The root cause could not be determined at this time. No repairs were performed at this time, as this is a baxter owned device. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review has been performed and the device has been serviced for the reported condition. A trend review has been performed and discovered that there have been similar reports made to baxter. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).